Event description:
The patient reported exposed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was physically damaged with frayed and exposed wires. A known working test power extension cable was used for performance testing due to frayed wires on the one returned. No software malfunctions or anomalies were observed. Patient data backup was performed without errors using the returned gsm modem. The unit powered on successfully in conjunction with the test power extension cable with the power supply connected directly to it. The unit passed diagnostic testing and stayed on with no loss of power. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.